Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose level was 198mg/dl. Reportedly, customer continued to use the pump for insulin therapy until a replacement pump arrived.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.